Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of "20, 53 and 112" mg/dl obtained using the subject meter compared to their feelings/normal readings. This complaint is being reported because the results obtained from performing a control solution test failed to meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.